Event description:
It was also reported that the motor stall lasted 14 minutes before it recovered.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall and recovery were recorded in the event logs; the length of the stall was not reported. The motor stall was caused by the hcp using a magnet when interrogating the pt's pump. The pump reset on its own. The pt did not have any symptoms and there was no pt injury. The medication being delivered via the device was lioresal.